Event description:
It was reported that a user hospitalized for a non¿diabetes-related reason experienced hyperglycemia while using the ilet, and a review indicated insulin delivery had stopped; the user was advised to disconnect from the ilet, check blood glucose, contact clinical staff, and administer insulin as needed. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no reported injury, intervention limited to user-directed troubleshooting and insulin administration guidance, and no alarms reported. Investigation included review of available use reports and user interview for troubleshooting and education. Investigation of this case revealed an unclear cause for the hyperglycemia and an observed cessation of insulin dosing per records, with no device component failure confirmed. It was concluded that the event was user-reported hyperglycemia with undetermined root cause, and no device malfunction was verified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.